Event description:
Customer reported a sensor detachment issue with an adc device. As a result, customer experienced symptoms of headache, "15 stab like feeling as excessively sweating," a seizure, a loss of consciousness and reported being unable to self-treat. Customer had contact with a healthcare professional (ambulance) who checked her blood pressure, heart monitor, a blood glucose reading by hcp meter was obtained of 47 mg/dl, administered an unspecified (dose) intravenous treatment, provided metformin (diabetes medication), and kappra (seizure medication). In addition, a nurse provided a sandwich and fruits as treatment, obtained a blood glucose reading by hcp meter was obtained of 73 mg/dl, and discharged customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.